Manufacturer narrative:
The technician found that the casters were worn. He replaced the casters and the brakes functioned properly.

Event description:
Information received indicates when the brakes were activated, the casters would still swivel.